Event description:
Boston scientific received information that during box change, the physician was unable to open the setscrews on this cardiac resynchronization therapy defibrillator (crt-d). The decision was made to cut the atrial and ventricular leads. It should be noted the atrial lead is a competitor product. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, analysis testing confirmed the initial allegation of setscrew issue. Broken wrench tips were noted in the distal atrial and ventricular setscrew hex slots and the setscrews were stuck in the up position. The damage was consistent with induced damage. All other setscrews moved freely and operated normally. Additionally, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.